Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn/broken. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -12/+1/84 diopter, was torn before injection into the eye. The lens was not implanted and there was no patient contact. A back-up lens was implanted and the problem was resolved. During the patient's last visit on (B)(6) 2016, the patient's uncorrected visual acuity was 20/25.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).